Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain and other ch ronic/intract pain. It was reported the ins was depleted and patient went to have it replaced last week on the table and healthcare provider (hcp) had the incorrect rep and device, patient did not have the replacement. Patient asked for hcp listing for device replacement. No further complication and no symptoms were reported.